Manufacturer narrative:
On february 24, 2020, mentor became aware that the patient also suffered capsular contracture; baker grade iii on the left breast. In addition, mentor also became aware that the correct replacement devices are the following: (right) 325cc mentor memorygel breast implant catalog: 3503254bc lot: 9400447 sn: (B)(6) and (left) 325cc mentor memorygel breast implant catalog: 3503254bc lot: 9400447 sn: (B)(6). Complications on the left side will be reported under mrn: 1645337-2020-04131. On february 26, 2020, the mentor failure analysis lab has received the device for evaluation. On 3/12/2020, the product investigation was completed. A manufacturing record evaluation (mre) was performed for the complaint device. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Device investigation summary: the device was visually inspected and no apparent damage was found. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms. Manufacturer¿s reference number: (B)(4). This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture. Concomitant medical products: (left) 275cc mentor memorygel breast implant catalog: 3502751bc lot: 7710514 sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) asian female patient who underwent breast augmentation revision with a 300cc mentor memorygel breast implant on the right side, suffered right breast capsular contracture; baker grade iii post-operatively. As a result, the patient underwent bilateral removal and replacement on 1/31/2020 with the following devices: (right) 275cc mentor memorygel breast implant catalog: 3502754bc lot: 7740272 sn: (B)(4) and (left) 275cc mentor memorygel breast implant catalog: 3502754bc lot: 9375185 sn: (B)(4).